Manufacturer narrative:
This report is submitted on 1 october 2020.

Event description:
Per the clinic, the patient experienced a performance decrement with device use, subsequently the device was explanted on (B)(6) 2020 and the patient was re-implanted with another device during the same surgery.

Manufacturer narrative:
This report is submitted on 2 december 2020.